Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient reported that she has hyper granulation tissue on the side of the peg tube at the stoma site since 1 week, which was tender to touch and draining yellow discharge. The patient was prescribed unspecified antibiotics and viaderm cream.